Manufacturer narrative:
Pending investigation.

Event description:
It was reported that a patient underwent a revision surgery to address infection. There was no reported surgical delay or device breakage. Patient was last known to be instable condition following the event.